Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic gastrointestinal colonoscopy procedure for a polypectomy with an electrosurgical snare along with an electrosurgical generator, as the physician was pressing down on the "cut" pedal, the machine was making the cutting sound but was not seeing any cauterization; it eventually cut through the polyp but there was extensive bleeding. The physician clipped the defect with multiple clips, but a lot of them would not hold because of the shape of the defect. The procedure was delayed for less than 30 minutes, same device used to complete the procedure. However; the patient was later admitted to the intensive care unit and is stable. There were no reports of further patient harm. A total of two mdrs are being submitted for this event. This report represents MDR 2 of 2.